Event description:
It was reported that several hours after the iab was inserted, blood was noticed in the pump's helium tubing. Since a balloon leak was suspected, the iab was removed. There were no pt complications.